Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks for the patient with sinus-driven arrhythmia. The therapy was exhausted. Technical services (ts) discussed options for the programming. The physician decided programming on rhythm discriminators to hopefully prevent future inappropriate shocks. At this time, this crt-d remains in service and there were no additional adverse patient effects reported.